Event description:
It was reported that during preparation for a stenting treatment procedure, a shaft fractured occurred. The lesion being treated was located in the first diagonal. While prepping a 2.25x24mm promus element plus stent, the physician attempted to remove the mandrel from the device. However, the mandrel was stuck and the shaft fractured 20cm from the tip. The device did not enter the patient and the procedure was completed with a different device. No complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure, a shaft fractured occurred. The lesion being treated was located in the first diagonal. While prepping a 2.25x24mm promus element plus stent, the physician attempted to remove the mandrel from the device. However, the mandrel was stuck and the shaft fractured 20cm from the tip. The device did not enter the patient and the procedure was completed with a different device. No complications were reported and the patient's status is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure, a shaft fractured occurred. The lesion being treated was located in the first diagonal. While prepping a 2.25x24mm promus element plus stent, the physician attempted to remove the mandrel from the device. However, the mandrel was stuck and the shaft fractured 20cm from the tip. The device did not enter the patient and the procedure was completed with a different device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the pig tail mandrel protruding out of the tip of the device for approximately 34mm in length. A visual and microscopic examination of the device found that a break had occurred at the guidewire exit port. The midshaft at the break site was stretched for approximately 5mm in length. This type of damage is consistent with excessive force being applied to the delivery system. An attempt was made to remove the mandrel distally however some resistance was noted near the port bond. A further attempt was made to move the mandrel proximally was successful, however some resistance was noted. A small clear thread was found on the mandrel upon removal which caused the resistance. This piece appears to be a part of the stretched midshaft tubing. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).